Event description:
It was reported that there was a pleural effusion and artery perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure the patient became hypotensive and was discovered to have a pleural effusion and hemothorax. The physician placed a chest tube and drained blood from the patient. Computed tomography angiography imaging showed that the patient had a phrenic artery injury as a result of the transseptal puncture that was performed. The patient underwent a thoracotomy to be treated for this event. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery.

Manufacturer narrative:
Correction: it was further reported that there was no allegation against the watchman fxd curve access system. The adverse event occurred as a result of the transseptal puncture. This complaint will be withdrawn.

Event description:
It was reported that there was a pleural effusion and artery perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure the patient became hypotensive and was discovered to have a pleural effusion and hemothorax. The physician placed a chest tube and drained blood from the patient. Computed tomography angiography imaging showed that the patient had a phrenic artery injury as a result of the transseptal puncture that was performed. The patient underwent a thoracotomy to be treated for this event. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery. It was further reported that there was no allegation against the watchman fxd curve access system. The adverse event occurred as a result of the transseptal puncture.